Manufacturer narrative:
Eval summary: analysis of the returned catheter found peeling of the distal bond material and distal bond disruption. There was detachment and lifting of the scoring element ring attachment. All pieces of the distal bond material were confirmed to be present. There was one (1) leaflet at the distal bond that had detached but was secured by the scoring element ring. Upon f/u, the customer alleged that the pouch looked mangled, which caused them to question the sterility and integrity of the catheter. The pouch and packaging were not returned to the company for eval and there are no photos available of the pouch. The customer reported that the catheter was not used in the pt or procedure. Conclusions: although the company is submitting this medwatch report for a distal bond peel and disruption, the company believes that the distal bond peel and disruption are not reasonably likely to cause or contribute to a death or serious injury upon recurrence. The company recently submitted an MDR for a distal bond peel that resulted in a separation, which had occurred post-procedure (MDR#3005462046-2010-00009). Thus, in an abundance of caution, the company is submitting this MDR for a distal bond peel and disruption observation.

Event description:
The case was a peripheral. The staff are thin on the details other than they were suspicious about the integrity and sterility of the 2076-5020, f10060017. There is some blood on the device and it is out of the packaging which was not saved. It has been inflated, customer stated that they must have inspected and handled it after the case.